Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected varying impedances on a competitor right ventricular (rv) lead. The impedances range from 500 to 1500 ohms between follow up visits. There was also evidence of noise in a non-sustained ventricular tachycardia (vt) episode. The physician suspects an rv lead issue.